Manufacturer narrative:
The reported events of stretched helix and positioning issue were confirmed. The leadless pacemaker was returned for analysis. Visual inspection showed that the outer helix length was stretched out of specification and the inner helix length was compressed out of specification. The compressed inner helix may have contributed to the positioning anomaly noted in the field. A potential manufacturing process anomaly may have occurred, which resulted in the inner helix compression. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) had difficulty fixating. The lp was removed from the patient and a sprung helix was observed. A different lp was used to complete the procedure. The patient was in stable condition.